Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified vessel below the left knee. A 1.5mm x 20mm x 143cm coyote es balloon catheter was advanced for dilatation. However, when the balloon was inflated at specified pressure in the lesion area, the balloon ruptured. The procedure was completed with another of the same device. There were no patient complications nor injuries reported.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a coyote es balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There were numerous kinks. There was contrast and blood in the inflation lumen and balloon. The balloon was loosely folded. Microscopic inspection revealed tip damage. There was a pinhole at the marker band. There was no marker band damage detected. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified vessel below the left knee. A 1.5 mm x 20 mm x 143 cm coyote es balloon catheter was advanced for dilatation. However, when the balloon was inflated at specified pressure in the lesion area, the balloon ruptured. The procedure was completed with another of the same device. There were no patient complications nor injuries reported.